Manufacturer narrative:
The patient sample was tested on another cobas 8000 system and the result was negative. The patient sample was tested using the polymerase chain reaction (pcr) method and the result was negative. The patient sample is believed to be correctly classified as negative. The patient sample wasn't provided for further investigation, therefore, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys anti-hcv ii immunoassay result from a cobas 8000 analyzer (specific model not provided) compared to enzyme-linked immunosorbent assay (elisa) method. The patient sample was tested on both (B)(6) 2019 and (B)(6) 2019 and the anti-hcv ii results were (B)(6). The result from "elisa - positive confirming spectrum and screening for alice-2" was (B)(6). The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas 8000 serial number used at the customer site was not provided. The qc results were acceptable.